Event description:
Additional information received from the consumer stating that the band was removed and he had the gastric sleeve procedure. Upon removal of the band, the surgeon observed a leak in the balloon portion of the band. The patient states the band worked fine until 2009 and he was losing weight. He is doing well and happy with the new procedure.

Event description:
It was reported by the customer that post op of a laparoscopic gastric band procedure the patient has had multiple fills and now has opted to have the band removed and a gastric sleeve procedure. The patient returned to the surgeon in (B)(6) 2009 due to no weight loss and a weight gain of 50 pounds; the surgeon then added 6 cc's of fluid, a week later the band had 2 cc's. The surgeon the added 3 cc's; a week later it was back to 2 cc's again. The surgeon performed an x-ray and attempted to add fluid; his band would not accept the fluid through the port or allow him to remove any fluid. Patient is doing well at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.